Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was staying deflated due to a twisted tube between pump and reservoir, which was causing the fluid to be unable to get to the pump. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.